Event description:
It was initially reported to bsc/target that during use the gdc-10 soft coil failed to detach; however, upon analysis of the device on april 23, 2001, it was found that the gdc-10 soft coil separated from its pusher wire inside a tracker excel-14 catheter; therefore this complaint became an MDR. The condition of the patient was not affected in any way by this event.